Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, when the physician pulled out the device, it was noticed that the cutting wire broke. It was reported that the cutting wire was stuck behind the elevator and that they could not find the wire even after x-ray was performed which showed no cutting wire. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on april 6, 2021. During withdrawal, when the physician pulled out the device, it was noticed that the cutting wire broke. It was reported that the cutting wire was stuck behind the elevator and that they could not find the wire even after x-ray was performed which showed no cutting wire. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: b3, b5, d7a, e1 (initial reporter first name), h6 (patient codes), h6 (impact codes), h8. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.